Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: cholecystectomy. According to the report: the device could not coagulate. Cutting worked well but coagulation did not work properly. Less than 50 cc blood loss. Surgeon used other electrosurgery tool to complete the case.